Event description:
Patient reported that back to back tests performed on patient's surestep meter were 106 and 156 mg/dl (38% difference) using separate finger sticks. No symptoms were reported. Patient did not have supplied to do control test. New supplies sent to pt. On follow-up, lfs representative reviewed quality control procedures and back to back testing with the patient. There was no allegation of harm.